Manufacturer narrative:
Continuation of d10: product ID 37642, serial# unknown, implanted: explanted: product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that once a week, simply checking whether the stimulation was on or off changes the stimulation settings. Stimulation was adjusted using mystim and an attempt was made to return it to the setting value, but the patient requested to monitor the situation, so it was not implemented. It is unknown if there are any patient/external/environmental factors contributing to this event. The issue has not been resolved at the time of this report. No symptoms were reported. Additional information was received stating that it was a device issue.